Manufacturer narrative:
The instrument has not been returned for evaluation. Therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. This complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, a needle was dropped inside the patient and was retrieved. No fragments of the large needle driver instrument fell into the patient, however, the surgeon believes that the cause of the non-isi manufactured "needle" falling into a patient was due to a faulty large needle driver instrument and damaged ¿spring¿ on the instrument. However, at this time, the root cause of the customer reported failure mode is unknown.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a needle fell into a patient. The customer stated that when the needle was placed in the patient and grasped by the large needle driver instrument, it fell out of the jaws into the patient. The procedure was completed with no reported injury. On (B)(6) 2019, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: the customer stated that the needle was retrieved right away. There was no injury to the patient. The surgeon believes that the cause of the fragment falling into a patient was a faulty large needle driver instrument and damaged ¿spring¿ on the instrument. There was no additional x-rays were performed. The patient did not return to the hospital with any post-op complications. The customer has the instrument and will sent it back for further analysis.